Event description:
During a transapical tavr procedure, the sapien xt valve was deployed 50:50 in the annulus, as planned, with moderate amount of residual paravalvular leak (pvl) due to calcific burden. Bav was not performed prior to deployment. The cardiologist posted dilated the valve with +1cc to decrease the pvl, however, it remained unchanged. The team decided to deploy a second valve in a more ventricular position (30:70 ventricular) to seal off the pvl. The pvl reduced to zero after the second valve was implanted. The native annulus had an area of 440 mm² by tee and measured 27mmx23mm with an area of 460mm² by CT. There was severe annular calcification and moderate leaflet calcification. The pvl was attributed to the patient's eccentric calcium burden within the annulus.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the pvl was attributed to the patient¿s eccentric calcium burden within the annulus. Of note, bav was not performed prior to deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.